Event description:
A home pt contacted baxter's tech service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the first dwell of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set during a dwell phase without pausing therapy. When the home pt returned the cycler was alarming. The home pt then reconnected self to the setup. Baxter's tech service center assisted the pt in ending therapy. The home pt completed therapy with manual exchanges. Per the pt, there was no pt injury or medical intervention associated with this incident.